Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, during the preparation, the blue grip detached from the plastic sheath. The clip was unable to be deployed. Therefore, the device was unable to be used in the procedure. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, during the preparation, the blue grip detached from the plastic sheath. The clip was unable to be deployed. Therefore, the device was unable to be used in the procedure. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath, and that there was a kink near the handle. The clip assembly was located just inside the over sheath. Once the clip assembly was exposed, the control wire was actuated several times and deployed. It was also noted that the tabs were partially open. As evident by the kink in the control wire and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during a procedure. According to the complainant, during the preparation, the blue grip detached from the plastic sheath. The clip was unable to be deployed. Therefore, the device was unable to be used in the procedure. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age was unknown. However, the age was noted to be under (B)(6). This inforamtion was not includedon the initial medwatch report.(B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).